Event description:
On march 3, an amazon customer commented that the product was false negative. They had 2 tests, each came back negative, they went to kaiser and got pcr positive and took another test was negative. It comes from 2 different boxes. Importer comments: this report is on the reporter's acquaintance. The reference report is clt-md-us-23-025. Due to the system functionality to not allow seller can leave the comments on the website or contact the reporter, it is not able for us to follow up to collect additional information and such as product information (lot #, expiration date, etc.) Following by reporter's consent.